Event description:
It was reported to boston scientific corporation on march 08, 2021 that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the distal end of the stent would not deploy. Eventually, after manipulation, the stent was fully deployed but in an incorrect location. The stent was removed from the patient and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on march 31, 2021. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
B5: has been updated with the additional information received on march 31, 2021. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: a hot axios delivery system was returned for analysis. The stent was not returned. Visual examination of the returned device found the outer sheath kinked in the proximal and most distal sections. Microscopic examination was performed, the inner sheath was kinked and damaged. Additionally, the signal wire was also kinked. No other issues with the stent and delivery system were noted. The reported event of stent positioning issue and stent difficult to deploy could not be confirmed; these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician when inserting the device through the scope and/or anatomical factors could have caused the physician to feel an increase of resistance and apply more force, limited the performance of the device and contributed to the observed failures of the outer and inner sheath kinked, inner sheath damaged and signal wire kinked. Though the reported failures could not be confirmed, it is likely that the observed failures are related to excess manipulation during the procedure and had a direct effect on the deployment failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the distal end of the stent would not deploy. Eventually, after manipulation, the stent was fully deployed but in an incorrect location. The stent was removed from the patient and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.